Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician had air-in-line alarms with no visible air noted in the IV tubing. The clinician stated she would wipe the area behind the pumping segment with alcohol and it would fix the air-in-line alarm. There was patient involvement, but no patient harm.

Event description:
It was reported that the clinician had air-in-line alarms with no visible air noted in the IV tubing. The clinician stated she would wipe the area behind the pumping segment with alcohol and it would fix the air-in-line alarm. There was patient involvement, but no patient harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.